Event description:
A power source alert 07 was reported by the caller. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so no information on the impact to their blood glucose level is available. The issue was resolved after the customer left the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging, and no further assistance was required.